Manufacturer narrative:
It was reported that in "mid december" multiple 60ml syringes "were found to be defective. The customer reported that the syringes were "unusable" and that the "plunger is so tight in the housing that it is difficult to move the piston to load/unload the syringe." The customer also stated that the "plunger simply comes off the stem while I am loading the syringe" and "when depressing the plunger." The customer said that it requires "an enormous amount of force" to move the plunger leading to "little to no control of the amount being provided." The customer reported that they "switched to other non-medline syringes." To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. In an abundance of caution, and in response to an FDA 483 issued for cfn (B)(4) on (B)(6) 2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that in "mid december" multiple 60ml syringes "were found to be defective. The customer reported that the syringes were "unusable" and that the "plunger is so tight in the housing that it is difficult to move the piston to load/unload the syringe." The customer also stated that the "plunger simply comes off the stem while I am loading the syringe" and "when depressing the plunger." The customer said that it requires "an enormous amount of force" to move the plunger leading to "little to no control of the amount being provided." The customer reported that they "switched to other non-medline syringes."